Manufacturer narrative:
Concomitant medical products: a3dr01 ipg, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high, undefined impedance values, a polarity switch, noise, high sensing integrity counters, possible loss of capture, under-sensing caused by a fracture. The right ventricular (rv) lead exhibited noise and a high number of short ventricle-ventricle intervals. Both leads were capped and replaced. No patient complications have been reported as a result of this event.